Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that when the infusion device reaches 20 units of insulin remaining in the insulin cartridge, the infusion device doesn't administer insulin anymore resulting in elevated blood glucose levels. The patient's blood glucose result was 395 mg/dl. The patient's mother contacted the physician for assistance on how to proceed. The patient's mother administered insulin pen therapy. The patient was not taken to a medical facility.